Event description:
Received info regarding multiple cartridge alarms(cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was elevated (over 500 mg/dl) and customer was developing ketones. Contact stated that elevated blood glucose level was due to swim practice as well as not being able to load a cartridge on the pump. Reportedly, the contact was considering taking the customer to the hospital; however despite multiple followup attempts, it was not confirmed whether or not the customer was hospitalized.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.